Event description:
The patient had a heartmate ii vad implanted. He was discharged to a rehab facility twenty days later. He presented to the vad clinic fifteen days after discharge with signs and symptoms (cola-colored urine in context of acute elevation of ldh with several spikes in lvad power) concerning for acute pump thrombosis. He was placed on bivalurin infusion without resolution of lvad thrombosis symptoms and started developing increased lvad power on the day after re-admittance. The patient went to the operating room the following day and had lvad heartmate ii pump exchange. Examination of the inflow of the explanted lvad revealed a thrombus down in the impeller. There was no thrombus at the bearing. Manufacturer response for lvad, heart mate ii (per site reporter): no response at this time.